Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned. The posterior foot was separated and not returned. Therefore, the reported needle to cuff miss could not be confirmed. It was confirmed that the foot separated after the procedure and during post procedure handling. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a prostyle device after a percutaneous coronary intervention (pci) procedure with a small-bore sheath. Reportedly, while removing the plunger (step 3), the suture was unable to be found and a cuff miss was suspected. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. A posterior foot separation occurred and was not returned. This was observed during evaluation of the returned device. The location of the separated foot is unknown.